Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the device was leaking around the hub upon placement. The string was fine when the user initially placed the drain, but then it started to leak where the hub meets the catheter. When the user went to exchange it and pushed a wire inside the catheter to remove it the string pulled through and pushed out through end of catheter. A similar device was used successfully.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification of the returned device were conducted during the investigation. Customer returned one 8.5fr mac-loc catheter in a used condition. No surface damage was noted and the tubing appeared cut. Upon a twist test, the tubing was found to be secure within the hub. The catheter outer diameter, connector cap inner diameter, mac-loc hub distal inner diameter, and the number of adapter threads were all found to be within cook's manufacturing specifications. A leak test was performed, but a leak could not be recreated. The connector cap was removed and revealed that the suture was not wound in the threads. The flare appeared shredded, had a lip, and was possibly missing a portion. Due to the compression of the flare within the cap, it cannot be determined if the flare was manufactured out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number (for the same procedure and device, relating to the suture break). Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue to monitor for similar complaints and are currently investigating this failure mode. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected data: b5: type of procedure that took place at time of reported incident was an abscess drainage. (Information was available at the time of the initial report) b7:abscess. Additional information: d10: device available for eval: yes; product received on:06/19/2018. H3: device evaluated by mfg: no; device evaluation anticipated, but not yet begun (02). H6: method codes: actual device evaluated (10). H6: conclusion codes: conclusion not yet available-evaluation in progress (11). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: during secondary review of the case it was determined the following information was inadvertently not included in the report. The customer stated that the incident happened about a week before but didn¿t know the exact date.